Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the programmer does not boot up and hangs. The local distributor's engineer changed the hard disk drive because the old one was broken and a new operating system installation was required. The programmer is expected to be returned but local regulations make this process difficult. There was no patient involvement.